Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - aspirin, amlodipine, simvastatin, furosemide, mirtazapine, cyanocobalamine, tylenol, ascorbic acid, calcium carbonate, oxycodone, and metformin. (B)(6). (B)(4).

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment (great 10-11): in 2001, the patient underwent treatment of an abdominal aortic aneurysm (aaa) using non-gore devices. In (B)(6) 2015, the patient presented with back and abdominal pain, and a CT scan showed migration of the previous aortic endografts with reportedly resultant rupture of the aaa. On (B)(6) 2015, the patient underwent emergent relining of the previously implanted non-gore right side limbs whereby two gore® excluder® aaa endoprosthesis contralateral leg components were implanted. It was reported that post-operatively, the patient¿s abdominal pain resolved and a 30 day follow up cta showed good seal of the devices. On (B)(6) 2015, the patient reportedly presented with a type iii endoleak involving the previously implanted non-gore devices with a growing aneurysm sac to 11 cm (amount of growth unknown). The same day, an intervention was performed whereby a gore® excluder® aaa endoprosthesis trunk-ipsilateral leg component and aortic extender component in addition to two non-gore devices were implanted. It was also reported a right to left femoral-femoral bypass was performed with embolization of the non-gore left limb. On (B)(6) 2016, the patient was seen for follow up, at which time it was reported the patient was doing well. It was also reported that due to the patient¿s age, and the fact that he had been relined from his renal arteries down to his left iliac artery with a fem-fem bypass, the patient did not require any further CT scans or follow-ups for the aneurysm. On (B)(6) 2016, an ultrasound was performed which showed a patent left fem-fem bypass. It was reported a large aneurysm sac was noted just below the xiphoid process, aneurysm enlargement from 7 cm to 15.1 x 10.1 cm, and flow reportedly suggestive of endoleak adjacent to the zone of the prior repair. The endoleak was reported to be a proximal type I endoleak on the aortic extender component and was reportedly caused by aortic neck dilation and further disease progression into the suprarenal component. According to the physician, the endoleak was not caused by any allegation of deficiency related to the gore devices. It was reported the patient¿s family declined any further treatment for the patient, and the patient was placed in palliative care. It was reported that on (B)(6) 2016, the patient was at home when it was noted the patient¿s breathing became shallow. The patient reportedly lost consciousness before passing away. It was reported by the physician that the exact cause of death is unknown as an autopsy was reportedly not performed.